Event description:
The customer reported, the system will not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and confirmed customer report of system working. System operates as intended. (B) (4).